Event description:
It was reported that t-wave oversensing (twos) was noted with the right ventricular (rv) lead. Therefore the pace/sense portion of the rv lead was capped and replaced with a new pace/sense lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1688tc competitor implantable pacing lead 2008 (B)(6); concomitant product: 4193 implantable pacing lead 2004 (B)(6); concomitant product: (B)(4) implantable tachy lead 2004 (B)(6). (B)(4).